Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer may have forgot to adjust the pump time for daylight savings. Tandem technical support guided the customer through adjusting the pump time. Customer administered a manual injection to address elevated bg levels.